Manufacturer narrative:
The pump passed self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. No rewind anomaly noted. The pump was monitored, no unexpected bolus not delivered alert, charge/battery lasts less than expected and unexpected pump restart (lost pump settings when battery change) noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no battery related alarms or alerts recorded in the formatted history file on the event date of 07-may-2025. No charge/battery lasts less than expected, battery related alarms or alerts noted during the testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 04/08/2025 20:08:00 after more than 7 days at 21.94 days. Battery cycle 2 received the lowbatteryalert (104) on 03/17/2025 15:48:00 after more than 7 days at 20.38 days. Battery cycle 3 received the lowbatteryalert (104) on 02/05/2025 14:33:00 after more than 7 days at 12.27 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 07-may-2025, these pump error(s)/alarm(s) were noted: bolusnotdeliveredalert (100) was found on: 05/04/2025 13:54:22.000. 05/06/2025 09:20:15.000. Bolus not delivered alert was expected since the screen timed out when bolus programmed but not delivered. There was "no" no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date of 07-may-2025. No unexpected no delivery alarm/insulin flow blocked alarm or bolus not delivered alert noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, slight corrosion was found on the pcba 1 and pcba 2. No evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.17 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label torn/fading. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm, charge/battery lasts less than expected, rewind anomaly (louder sound during rewind), keypad anomaly, unexpected pump restart (lost pump settings when battery change) (no current code/category) and unexpected bolus not delivered alert (no current code/category) were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a short battery life of the insulin pump, louder sound during rewind, received an insulin flow blocked alarm and the buttons were unresponsive. The customer also reported bolus not delivered message and lost pump settings during the battery change. The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1880.